Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, broken reservoir tube lip, missing reservoir tube seal, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock into place due to a completely broken reservoir tube lip.

Event description:
The customer reported via telephone call that the plastic piece around the reservoir chamber had come loose. The reservoir was falling out of the reservoir compartment. The damage occurred when the insulin pump was dropped. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.